Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal is torn. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported downstream occlusion (dso) seal problem. The dso seal was replaced. Upon further inspection found the dust from the motor was contaminating all the electrical components, and housing damage. The motor and rear housing were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.